Event description:
It was reported the patient experienced symptoms of lethargy, coma, and hypotension that started on (B)(6) 2015. The patient has not had magnetic resonance imaging (MRI). It was requested to have a representative interrogate the pump. The pump was delivering baclofen. The cause of the event, intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had been found to be unresponsive and lethargic on (B)(6) 2015 and admitted to the hospital. The patient was on antibiotic management for ¿possible urosepsis¿ with depressed level of consciousness and fevers. The patient was followed for chronic pain and generalized anxiety. The patient was nonfocal, lethargic, and would arouse to loud verbal or noxious stimuli and would open his eyes. The patient drifted off very quickly back to sleep and was difficult to keep aroused. The patient had diffuse hypotonia in all four extremities without any other abnormalities. There was diffuse disuse atrophy. No toe signs were detected. The patient was evaluated with computed tomography (CT) imaging which found no intracranial pathology. Lab results showed normal kidney function and electrolytes; slightly low calcium; normal cbc (complete blood count) with a white count 5600, and urinalysis showed 85 white cells. A blood culture was pending. An eeg (electroencephalogram) did not show evidence of epileptiform activity. The healthcare professional (hcp) felt part of the issue was medication induced. The hcp speculated that the issue ¿may be autonomic in origin as residual of spinal cord damage but the patient did not have autonomic instability at other times;¿ ¿could be related to baclofen pump ¿if getting a high dose;¿¿ but it was determined that the pump was delivering the appropriate concentration of baclofen. On (B)(6) 2015, the patient was back to baseline; awake, alert, and conversant. The patient did not believe the issue was medication induced and wished to resume medication that the hcp withheld in the prior days. There was no change in baclofen pump status.